Event description:
I had a lap band that eroded into my stomach. I was sick and in pain for four months prior to surgery to remove it. After removal, I developed multiple abdominal infections that required more hospitalization, weeks of antibiotics and home health nursing for treatment of multiple drains. Hernia repair.